Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 392,206 joules during a prostate procedure. The procedure was completed with a second fiber. "No injury to patient reported."

Manufacturer narrative:
The device code (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.